Event description:
Complainant alleged that the medics were treating a frail, 90 pound 56 yr old female pt in a code situation. The medics defibrillated the pt twice (joule setting unknown). But the pt went into asystole. The medics then attempted to pace the pt. The medics set the ppm setting at 70 and started with the ma setting at 0, and then went to full ma capacity. The complainant alleged that the medics were unable to gain capture, and that the pt did not have ordinary muscle reaction to the pacing. The pt subsequently expired.